Event description:
It was reported during a baxter device evaluation that a pump failed upstream occlusion testing. There was no associated pt injury.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. During the baxter evaluation it was found that the device failed upstream occlusion testing due to a failed upstream sensor. The upstream sensor was replaced.